Manufacturer narrative:
(B)(4). The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was also received with the serial number label faded.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture and stopped working. The customer¿s blood glucose was 336 mg/dl at the time of the incident. Customer stated that the screen got all fogged up and put it in rice but tried several batteries and still did not work. Customer stated they saw fluid under the lcd. The customer was treated with manual injection. Customer declined troubleshoot for high blood glucose. The device will be returned for analysis.